Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: injury to right breast, deflation of right breast prosthesis. Concomitant products: mentor smooth round moderate profile 325cc saline breast prosthesis, catalog #3501650, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 325cc saline breast prosthesis that deflated after implantation. The patient hit her right breast with a hatch door and developed pain and bruising. As a result, the patient underwent bilateral explantation and replacement with a mentor smooth round moderate profile 300cc saline breast prosthesis and a mentor smooth round moderate profile 325cc saline breast prosthesis on (B)(6) 2019.

Manufacturer narrative:
Correction: in the initial report to the FDA, it was reported in the additional manufacturer¿s narrative that ¿a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.¿ this statement is incorrect. No lot number was provided for the suspect medical device. Since no lot number was provided, no manufacturing record evaluation review could be performed. Additional information: on 08/07/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/05/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the reported information, the patient experienced chest injury and a deflation in the breast saline implant. During visual evaluation, some folds/ creases were observed in the anterior and posterior view, also within one of the creases in the anterior view was observed shell abrasion and a tear measuring approximately 4 cm. No other anomalies were observed. It is possible that the rupture might occurred by the hit that patient experienced on her breast with the hatch door. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).